Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon evaluation, the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was isolated to the shorted q1 current-controlling transistor and u13 8-bit cmos flash micro-controller on the charger bedside board. The cause for the damaged components was contamination on the battery board. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem.